Event description:
Consumer is a health care provider who reports wearing heat patch on her upper back for about six (6) hours which left two (2) red spots after removal. Spots turned into blisters. Treated area with neosporin.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history check as lot number is unknown. Will continue to monitor on monthly trend reports.